Manufacturer narrative:
Date of event unknown. (B)(6). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6), patient received a zero-pva cage on c5/6 after 2 previous fusions on c3-5 and cage on c6/7. Patient presented himself on (B)(6), with tetra paresis due to subluxated zero-pva cage. Post operatively, the cage migrated and the patient reported back to the clinic on the (B)(6) 2015 with a tetra paresis. Removal of cage on (B)(6) 2015: plate was implanted in 1992 and is therefore, hard to remove. Patient is well again according to the information from the reporter. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development evaluation was completed: zero-p va cage and screws received. Both screws have been advanced beyond blocking mechanism. Blocking mechanism present on both sides. Tool marks present on cranial and caudal surface of plate surface and wear on tips of both screws. It is not possible to determine if these marks and wear were created intraoperatively, postoperatively, upon implant removal or during processing and sterilization. The received parts function as intended based on simple functional test of blocking mechanism. No other non-conformity or damage apparent. Based on this, no product related failure is assigned to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient was initially implanted with a plate in 1992. The patient also had fusions on c3-5 and a cage on c6/7. The patient was implanted with a zero-p variable angle cage on c5/6 on (B)(6) 2015. On (B)(6) 2015, the patient reported back to the clinic with tetraparesis due to the zero-p variable angle cage migrating post-operatively. The cage was removed on (B)(6) 2015; it was noted that plate initially implanted in 1992 was hard to remove. The patient's condition is reported as well again. The provided CT scans and x-ray were reviewed by the manufacturer: based on the description of the complaint, patient had previous anterior cervical spine plate and fusion at c3-c5 and another cage at c6/7, zero-p va at c5/6. The position of the zero-p va appears prominent anteriorly against front edge of c6 vertebral body, but may still attached to c5 vertebral body anteriorly. The lower screw (c6) may be in contact with the cage at c6/7. The c5 screw has very limited bony purchase.